Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The only change to the medwatch is the site has been changed from brooks manufacturing site to smith & nephew